Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that during surgery, the surgeon realized that the tip of the electrode detached inside the pt's joint. There were allegedly no adverse consequences. It was further reported that the surgeon did not observe any foreign pieces in post surgery x-rays.